Event description:
Healthcare professional reported intracapsular rupture of the left device discovered via MRI. The device has been explanted.

Manufacturer narrative:
Additional phone number :(B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: rupture.

Manufacturer narrative:
Device evaluation:visual analysis of the returned device identified: weight to the spec, opening and red particle in the gel. A microscopic analysis was performed which identify sharp edge and with a stress marks assessed as surgical impact opening. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: a sharp edge opening with stress marks due to surgical impact opening . Non-penetrating nick(stress marks).

Event description:
Healthcare professional reported intracapsular rupture of the left device discovered via MRI. The device has been explanted.

Manufacturer narrative:
Continued date of birth (a.2): 1975 (only year was provided.)

Event description:
Healthcare professional reported intracapsular rupture of the left device discovered via MRI. The device has been explanted and replaced with a non-allergan device.